Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A impl scr-v mini ha 3.3mm 3.5mm 10mm (svmh10) was returned for investigation, see attached image 1 and 2. Visual inspection of the as returned product identified a fracture implant. The fractured screw is indicated by the doctor that it is inside the implant but cannot be seen because if the irt tool. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item numbers were conducted for the devices (svmh10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. Based on the available information, device malfunction did occur and the reported events were confirmed. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', evaluation codes, additional narrative.

Manufacturer narrative:
(B)(4). Additional PMA 510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to fracture. A fractured screw was also stuck in the implant.